Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead exhibited an unspecified malfunction. The lead was explanted and replaced. No patient condition or additional information could be obtained.